Manufacturer narrative:
The used anchorfast device was returned to hollister and evaluated. The device was returned with the latch door detached from the shuttle clamp. The shuttle clamp hinge appeared to have been separated cleanly from the body of the shuttle clamp. The root cause of this separation could not be determined. Device history records (DHR) reviewed, and it was found to be complete and accurate. Trend analysis conducted and no adverse trends observed. Hollister will continue to monitor this reported issue.

Event description:
It was reported that a patient was intubated, and the respiratory therapist placed the hollister anchorfast endotracheal tube fastener device on the patient's face. It was reported that the rt had already applied both anchorfast adhesive pads, wrapped the strap around the endotracheal tube, and pushed down the anchorfast strap latch lock when the latch/door broke off and fell into the patient's upper airway. It was further reported that the piece, located at the epiglottis, was retrieved using bronchoscope suction. It was reported that no harm came to the patient.